Event description:
It was reported that the customer received a replacement pump a while back and was admitted into the hospital for heart failure/heart attack while using the replacement pump. Customer's blood glucose levels were not included in the report. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.